Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of precision xtra meter was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there were no deviations. A tripped trend review was completed for the reported complaint and precision xtra meter, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc blood glucose meter had "missing segments on the number" and that because of this issue she received unspecified intravenous treatment. No further information was provided by the customer and she declined to continue troubleshooting. No additional information has been able to be obtained at this time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Since the reported meter serial number is unknown the date populated in "device mfg date" is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter had "missing segments on the number" and that because of this issue she received unspecified intravenous treatment. No further information was provided by the customer and she declined to continue troubleshooting. No additional information has been able to be obtained at this time. There was no report of death or permanent impairment associated with this event.